Event description:
Patient experienced pain and after approximately 10 months the spacer was explanted. At the revision surgery, the implant was found to be only 25% incorporated on the trapezium.

Manufacturer narrative:
Investigation is on-going, no information available yet.